Event description:
It was reported that pump displayed malfunction alarm with code 24 and fault ID 0x2219, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged shipment of replacement pump.